Event description:
(B)(6). Baxter colleague IV pump displayed "out of service" while pump was on. In event history, found error code 810:11 which is air-in-line / occlusion sensor malfunction. (B)(4).